Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# va0wdef004 implanted: (B)(6)2015 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient representative reporting that the patient¿s previous implant was removed the first time because it was implanted in the exact spot of the pt's tool pouch so they moved the implant to the pt's front however, caller stated pt was too skinny and their skin was getting taut around the implant and pt got a pocket of synovial fluid around the implant. Caller stated then the pt was transitioned to a thinner implant, the intellis, and in the process the hcp added a lead extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the ins was replaced in (B)(6) of 2015. The hcp said that the patient was complaining of pain and skin was thinning. There was prominence with discomfort at the lead anchor site in the thoracic sine and a painful spinal cord stimulator. The patient had been working and wearing his tool belt and that caused pain in the gluteal region where the ins was. The patient was extremely thin skinned. No further complications were reported.